Event description:
A bug was discovered during testing internally in the MFR company. The bug was evaluated to have a pt risk.

Manufacturer narrative:
During development of nordicbrainex v2.1, datasets that can give rise to the described scenario are blocked upon loading. This version is now on the market and all customers have been informed and encouraged to update to the latest version.